Event description:
It was reported that during the application of the product for pvc fixation the dressing could not be fixed due to low adhesion.

Event description:
It was reported that during the application of the product for pvc fixation the dressing could not be fixed due to low adhesion. The customer used two dressings on this case but both presented the same problem. There was no patient injury.

Manufacturer narrative:
Investigation results: our investigation into this complaint is now complete. The returned sample dressing was subjectively evaluated and found to have an acceptable adhesion level. During the adhesive spreading process, in-process checks are undertaken for this product. Each roll of adhesive spread material is checked to ensure the correct adhesive weight has been applied. Only product meeting the release criteria will be passed on for further processing. A device history record review was carried out for the batch number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.